Event description:
Caller reported blood glucose results of 282 mg/dl, 128 mg/dl, 141 mg/dl, and 127 mg/dl on nano system, 127 mg/dl on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).